Manufacturer narrative:
The reported complaint was confirmed. As per the service report, batteries are due for replacement on september 30, 2017. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The system batteries were last replaced on (B)(6) 2014 by the manufacturer fsr. Issue occurred while unit was plugged into outlet at storage unit and was noted the charging light was not illuminated. Per the field service representative (fsr), the user facility¿s biomedical engineer (biomed) had troubleshot the reported issue and found a blown fuse in the power inlet module and was going to fix the unit. The biomed called back later in day and reported a new fuse repaired the unit and he did not want service. The fsr will check the unit as a courtesy during week of (B)(6) 2015 . The fsr verified the system was charging properly with a new fuse installed by the biomed. The storage area where the system was stored is under construction and the system is now stored in a new area inside the operating room (o/r). Construction was underway when the reported issue occurred in the old storage area. Although both fuse were replaced by the biomed, the fsr installed two new fuses from his van stock. The fsr completed a full preventive maintenance (pm) on the system. The unit operated to manufacturer specifications and was returned to clinical use. The biomed did not keep the blown fuse, therefore there will be not part returned for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery wedge was not charging. There was no patient involvement.